Manufacturer narrative:
The subjected device was returned to the overseas subsidiary of olympus for evaluation. This overseas subsidiary of olympus tried to reproduce the phenomenon, and the phenomenon was reproduced. This overseas subsidiary of olympus replaced the installed electropneumatic-proportional-control-valve with a new electropneumatic-proportional-control-valve, and the phenomenon was resolved. This overseas subsidiary of olympus could not find significant damage on the exterior of the subject device. Omsc checked the device history record of the subject device, and there was no irregularity found. The uhi-4 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
On (B)(6) 2016, olympus was informed the following information. Regarding an unspecified procedure, the user facility set the flow rate mode to "high" or "middle", and tried to insufflate. However the user facility could not insufflate using the subject device. As a result of the additional survey, olympus was informed the following information on december 15th 2016, the intended procedure was the laparoscopic surgery. The subject phenomenon occurred during the procedure. The user facility replaced the subject device with the insufflation unit made by stryker, and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
Omsc requested the evaluation to the manufacturer of the electropneumatic-proportional-control-valve. The manufacturer of the electropneumatic-proportional-control-valve evaluated the electropneumatic-proportional-control-valve, and reported the following to omsc. - primary pressure was applied to this unit, but secondary pressure was not output. - there was a dent on the tip of the relief valve of this unit. - there was a large amount of oil inside the unit. - the malfunction of a main valve of this unit was occurred by the large amounts of oil inside the unit. As a result, the subject phenomenon occurred. - each parts of this unit were assembled after washing. So there is no possibility that oil has given during production. Omsc do not use oil in the manufacturing process of the subject device. So there is no possibility that oil has given during production. Based on these investigation, omsc surmised that there was a high possibility that the oil have got into the unit from the outside. The uhi-4 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The electropneumatic-proportional-control-valve of the subject uhi-4 was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon using this electropneumatic-proportional-control-valve, and the phenomenon was reproduced. Omsc checked this electropneumatic-proportional-control-valve, and could not find significant damage on the exterior. There were no further details provided. If significant additional information is received, this report will be supplemented.